Event description:
User experiencing zero and/or not plausible results for ast approximately two weeks. Specific number of patient samples impacted not provided. Only the following example was provided: initial ast result >700 iu, repeat 25 iu. No information provided to determine if any patients were adversely effected by this event. If additional information is received, appropriate notification will be provided.